Event description:
It was reported that the patient presented to the hospital after receiving inappropriate therapy due to oversensing of lead noise. Low, out of range, pacing lead impedance was noted in-clinic and the noise was reproducible with isometric testing. An increase in capture threshold was also observed. The lead was explanted and replaced. No further issues were reported.

Manufacturer narrative:
Internal insulation abrasion under the svc shock coil was noted at 17.8-18.8cm from the distal tip. The etfe coating was abraded at 18.6-18.8cm. This is consistent with the observation from the field of low pacing lead impedance and intermittent oversensing of noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.